Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (10) ten years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was displayed due to faulty patient board set (circuit board/printed circuit board). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center had vertical/horizontal/diagonal lines in the image. When the plug was removed, there were color vertical lines on the screen. The issue was found during preparation for use. It is unknown if the intended procedure was completed due to the reported issue or if cancelled. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a faulty patient board set. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction documented in b5, the additional non-reportable findings were as follows: the evaluation found worn out video connector latch causing poor connection with the pigtails, switching devices, an old version main switch needs to be updated, software version needs to be updated to version 4.10 and no unique device identifier label (UDI). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.